Manufacturer narrative:
On 4/272016: a medtronic field service engineer visited the site and found the was a very intermittent issue. Sometimes the system would not take or cut short fluoro/3d scans. Infrequent loss of serial communication with generator. The service rep replaced the atp & system power control board assemblies along with the hand switch. Numerous 2d fluoro and 3d scans were taken after part replacements. System fully functional after parts were replaced. Suspect components have been returned, but analysis is not yet complete.

Event description:
Site biomed technician called to report that during a spinal fusion on (B)(6) 2016 the radiology technician was unable to get the o-arm system to take any 2d fluoro images. After they rebooted the system, they were able to move forward. He mentioned noticing "framegrabber errors" in the logs from this day. Surgery was completed successfully utilizing the o-arm with a minimal delay (system reboot typically takes less than 10 minutes). No impact to patient.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. The system power control board was installed on the imaging test system where it remained under test for 4 days. At each start up, system achieved motion, generator and communication ready. 2d and 3d imaging was successful. All peripherals functioned as expected. No fault found. As previously reported the hardware investigation found that the reported event was related to an electrical issue with the x-ray handswitch.

Manufacturer narrative:
The hardware investigation found that the reported event was related to an electrical issue with the x-ray handswitch. The handswitch was installed on a test system and confirmed 2d button intermittently rolls and normal pressure does not actuate the button. There was no issue found with the returned atp console power control board or the system software.